Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had inaccurate reference. The complaint is reported by a distributor in (B)(6) on behalf of the customer. The product is not cleared or commercialized in the us. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID (B)(4).

Event description:
Customer name: (B)(6). Customer from (B)(6) reported to the distributor on (B)(6) 2016 the following complaint: she thought was in a hypoglycemic and after taking medicines she created a hyperglycemic sue to the wrong results showed in out meter. Patient stayed 2 days in the hospital. Patients measured with a trueresult meter and got a low result (under 30mg/dl). Due to this results the patient took glucagon and called quickly to the emergency service to be picked up by an ambulance. She entered to the hospital (B)(6) and they compared the results with the meter with other meter and the laboratory system checking that all results performed with our meter and that vial were totally different. As the patient tried to increase her glucose level and she wasn't in a very low one, she entered having hyperglycemic. Test strip expiration date is 04/28/2018.